Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{0012449244}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} continuation of d10: product ID {{l-evolutfx-2329}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of a transcatheter valve, while advancing the capsule, there was ¿abnormal behavior.¿ subsequently, the capsule was opened and a broken valve frame was observed and loaded. Following this observation, the valve was then placed in saline and the shape appeared to be restored but remained slightly bent. The valve shape was then adjusted by the physician and loaded into the existing dcs; however, it was determined the bent valve could not be repaired. Subsequently, the valve was replaced and a new valve was used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that indicated the "broken" valve meant that there was a bend in the frame on the outflow side of the valve.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during loading, the "abnormal behavior" was described as the capsule of the dcs not moving forward temporarily, and then the capsule suddenly began moving forward with rapid speed. It was confirmed that the valve was misloaded during the first loading attempt. The misload was identified via visual inspection, and the identified issue was bending of the outflow frame. The misloaded dcs was used to complete the procedure. Additionally, it was reported that the valve "may" had been broken as well.